Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to high capture thresholds and high impedances. No additional adverse patient effects were reported. This product was disposed at the facility.